Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Unrelated to these issues, the keypad cover was peeling off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6)2017.